Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during drain one of four of peritoneal dialysis (pd) therapy. The patient pressed go before connecting to the setup. The patient then connected for to begin therapy. The patient would complete therapy by starting over with new supplies. There was not patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report which includes a use error, where the home patient started therapy before connecting to the homechoice. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The operating instructions-prepare for therapy section of the guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.